Event description:
The product was used during a shoulder arthroscopy procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon was unable to locate the component through x-ray and applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.